Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pushwire was returned for evaluation without the broken distal segment (stent) as it remained in the patient. The pushwire was found broken at 174cm from the proximal end. Cross sectional analysis of the break surface indicated that the cause of failure was due to tensile overload. Pushwire separation. (B)(4).

Event description:
The treatment was a mechanical thrombectomy. It was reported the patient had tortuous anatomy and was administered iatpa (intra-arterial tissue plasminogen activator) during the procedure. During the procedure, it was reported the stent separated during retrieval from the clot and remains in the patient. Subsequently, the patient had right sided hemiparesis and aphasia 24 hours after the procedure. On (B)(6) 2014, it was reported the patient was discharged and was improving, but still had difficulty with speech.